Event description:
An endeavor sprint rx drug eluting stent was implanted in the proximal lad. Approximately 6 months following index procedure, the patient was hospitalized due to atrial fibrillation. Atenolol was stopped and amiodarone and cardizem were started. The investigator has indicted, the event was remotely related to the study device approximately 1 month later, the patient was hospitalized due to shortness of breath due to copd exacerbation, colonoscopy with removal of polyps was carried out. The investigator has indicted that this event was not related to the study device. Approximately 2 weeks later, the patient was hospitalized due to abdominal pain and bleeding. Both bright and dark bloody stools were noted. The patient was transfused with 2 units of prbc. It was reported that bleeding was most likely secondary to recent colon polypectomy and cauterization of ulcers. Provocation of bleeding was reported to be due to instrumentation. Asa was held. Investigator has indicated that event was not related to the study stent. One week later, the patient was hospitalized due to fatigue and reported dark stools, recurrent gi bleed, oozing gastric avm, small antral ulcer, chronic iron deficiency and b12 anemia. Catheterization of the gastric avm, a blood transfusion with 4 units of prbc, CT of the brain and video swallow test were carried out. The investigator has indicated that this event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (haemorrhage).

Event description:
Clinical events committee adjudicated that the patient suffered a gi bleed approximately 7 months post index procedure. The patient was transfused with 2 units of packed red blood cells.

Manufacturer narrative:
(B)(4). Evaluation, results: (hemorrhage requiring transfusion).